Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a physician from (B)(6) of break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with dianeal unknown therapy (dose, frequency not reported), intraperitoneally (ip) for renal failure chronic. Action taken with the dianeal therapy was not reported. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient had rough skin and this prolonged the existing hospitalization. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Further information was received from a physician on (B)(6) 2012. On an unreported date, the patient began treatment with dianeal-n pd4 1.5% single bag (2500ml, 5/day) and extraneal pd solution (2000mlx1/1day ip). Action taken with dianeal and extraneal therapies was not reported. On an unreported date, there was break in aseptic technique which caused peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for peritonitis. The physician stated that skin rough was not observed. The patient was treated with unspecified antibiotic. On an unreported date, the patient was retrained on proper connect/disconnect method and aseptic technique. The patient recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report for use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.